Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley location. The conductor wire was exposed with no material missing. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted procedure that the fenestrated bipolar forceps (fbf) instrument was found with a broken cable. The procedure was completed with no reported injury.